Manufacturer narrative:
The battery from the device was returned to stryker for evaluation and the issue was confirmed - the battery was depleted. The customer received a replacement battery. The device was not returned, so the root cause of the depleted battery could not be established.

Event description:
The customer contacted physio-control to report that their device has stopped working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has stopped working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.